Event description:
Boston scientific received information from a boston scientific field representative that this device was part of a system explant due to device pocket erosion along the line of sutures used to close the pocket. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
As no additional information concerning this report is expected, our investigation is complete. This investigation will be updated should additional information be provided.